Event description:
Pt diagnosed with a giant pigmented nevus had a 3610-23 tissue expander placed in the left part of her forehead. The physician discovered the alleged leak and explanted the tissue expander. The tissue expander was replaced with a 6 x 10 cm expander.